Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 124 mg/dl. The customer states the pump was not exposed to a high magnetic field. The customer states they are able to complete the rewind. The customer performed troubleshooting, but there was no resolution to the motor error alarm. The customer declined troubleshooting for the no delivery alarm. The device will not be returned for analysis.